Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra test strips were sticking. The complaint was classified based customer care advocate (cca) documentation since the patient was unable to be reached, despite numerous attempts, to obtain additional information. The patient reported that the alleged product issue occurred on an unspecified date during the end of (B)(6). The patient manages their diabetes with a combination of insulin and oral medications (x2 1000mg metformin, x2 4mg glimepiride and 16 units of lantus per day), and denies making any changes to their regular diabetes management routine as a result of the alleged product issue. The patient stated that one hour after the alleged product issue occurred they developed the symptom of "blurry vision". Despite this, however, the patient denied receiving any form of treatment. At the time of troubleshooting, the customer care advocate (cca) confirmed that this was the first time the product had been used. The issue could not be resolved with training. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.